Event description:
Device report received from (B)(6) reported a device fragment may have been left in pt. Whilst in use the strike plate was hit and fractured the metal surrounding the screw, removal of all fragments was not confirmed.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.